Event description:
It was reported that during routine check up oversensing was observed on the right ventricular lead. During device change out lead was capped and replaced. Patient condition was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.